Manufacturer narrative:
On november 16th, 2023, alma lasers ltd became aware of a potential adverse event, reported by alma lasers inc., a us importer, that received a communication from a customer that reported a patient death four days post opus treatment. Alma lasers ltd, the device manufacturer, requested alma lasers inc. To retrieve the opus to alma's deport for testing, but the customer was unwilling to provide the opus system and plasma handpiece for device inspection. During the evaluation, we learned from alma customer (the initial reporter) that the cause of death most probably was a blood clot, and that the patient does have underlying medical conditions, such as high blood pressure and high cholesterol. Evaluation of the product manufacturing records (DHR) revealed that the device fully meets specification and in the approximately 16 months of use there have been no recorded instances of malfunctions or operational issues with the device. Our evaluation concluded that the death was not related to the treatment. Uf/importer report #:(B)(4). UDI related data quality updates only: this supplemental report represents a correction to a previously submitted MDR the correction is performed following FDA request, the UDI number was added.

Event description:
On 16-nov-23 it was reported to alma lasers ltd about patient death that was likely caused by a blood clot. The importer had informed that the patient received an opus plasma treatment 4 day prior she passed away.

Manufacturer narrative:
On november 16th, 2023, alma lasers ltd became aware of a potential adverse event, reported by alma lasers inc., a us importer, that received a communication from a customer that reported a patient death four days post opus treatment. Alma lasers ltd, the device manufacturer, requested alma lasers inc. To retrieve the opus to alma's deport for testing, but the customer was unwilling to provide the opus system and plasma handpiece for device inspection. During the evaluation, we learned from alma customer (the initial reporter) that the cause of death most probably was a blood clot, and that the patient does have underlying medical conditions, such as high blood pressure and high cholesterol. Evaluation of the product manufacturing records (DHR) revealed that the device fully meets specification and in the approximately 16 months of use there have been no recorded instances of malfunctions or operational issues with the device. Our evaluation concluded that the death was not related to the treatment. *** uf/importer report #:3004450661-2023-00017.

Event description:
On 16-nov-2023 it was reported to alma lasers ltd about patient death that was likely caused by a blood clot. The importer had informed that the patient received an opus plasma treatment 4 day prior she passed away.